Event description:
It was reported that the steer lock on the power pro tl is jammed and not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.